Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary user does not have access to this station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user's account was locked in the u-or-a database, preventing login, while the account was not locked in other stations and the server. A technical support specialist performed a full sync, which resolved the issue and allowed the user to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter state: (B)(6), initial reporter zip: (B)(6).